Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a captiflex extra small oval snare was used during a procedure on (B)(6) 2013. According to the complainant, the loop was not conducting energy. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event: current failure. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.